Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that soon after new implant, like within weeks, the patient started having issues and met with their rep who ended doing diagnostics and it was recommended to detach a lead for not working. The patient was still having issues and problems of a possible other lead, the patient was always getting 'setting not available' for its a regular prompt the patient gets. The patient noted they were going through the process of getting an replacement lead and power unit of implant portion because there's a problem where they had to disconnect one lead. The patient's manufacturer representative (rep) was immediately notified within weeks and they would meet on many occasions the rep would put up different programs. The rep was working with healthcare provider who had patient get an x-ray with disconnected lead. They then put in a possible lead and possible implant. Additional information was received from the manufacturer representative (rep). The rep clarified the issues mentioned and said that impedances are high and they had to elongate the programs on that lead. There were no lead revisions scheduled. No interventions have been scheduled yet. (B)(6) 2022: (rep): additional information was received from the rep. The rep said they were notified of the high impedances on (B)(6). They plan to meet the patient on friday. Additional information was received from the manufacturer representative (rep). It was reported that the settings not available seem to be from high impedance. No information available to determine why. The patient is being scheduled for a lead revision.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead product ID neu_unknown_lead serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the lead had migrated. A revision was done on (B)(6) 2022 and the issue had been resolved.

Event description:
Additional information was received from the patient via manufacturer representative. Pt recently had a revisions about 4 weeks ago to change out a lead and extension on (B)(6) 2022 and was seen last week for programming of adaptive stimulation.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.